Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of and treatment for the event were not reported. The patient has been placed on in-center hemodialysis for the time being. The patient outcome for the event was not reported. No additional information is available.